Manufacturer narrative:
Device analysis and investigation is in-process. Supplemental follow up report. A root cause investigation was conducted for this event which included a returned product visual and functional analysis, internal lot record review. The results indicate that this lot was processed without incident, and the device conforms to the specifications. A root cause for the non-deployed stent could not be found and either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device FDA code 67.

Event description:
During the pre-release of the first stent, no click was heard after multiple attempts. The physician still tried to deploy it and encountered resistance in the lever. He could not reach the second release stage. Therefore, the stent was removed, and a second stent was opened. The second stent was inserted, and the physician was able to complete the first release (hering the audible click) but encountered extreme resistance and could not complete the second release stage. The stent was removed. The cae was completed using a different manufacturers stent. There was no harm to the patient.

Manufacturer narrative:
Device analysis and investigation is in-process.

Event description:
During the pre-release of the first stent, no click was heard after multiple attempts. The physician still tried to deploy it and encountered resistance in the lever. He could not reach the second release stage. Therefore, the stent was removed, and a second stent was opened. The second stent was inserted, and the physician was able to complete the first release (hering the audible click) but encountered extreme resistance and could not complete the second release stage. The stent was removed. The cae was completed using a different manufacturers stent. There was no harm to the patient.